Event description:
It was reported that, during a photo vaporization of the prostate procedure, the fiber formed a small hole and was leaking saline. The procedure was completed with a different fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. The reported allegation of saline leaking was confirmed. A proximal fracture was identified in the firing window. A fracture in the firing window could allow fluid to leak from the damaged area. It is likely that excessive lateral force was applied to the fiber while removing it from the box, inserting it into the scope, or pressing the tip into tissue during use. Based on the analysis results and the information available, the reported allegation was confirmed. However, this event was initially reported as a fiber break, and no fiber break was observed. The manufacturer has reviewed all available information and determined that this event no longer meets reporting criteria for the device in question. According to the device instructions for use: do not bend the fiber at sharp angles. Damage may occur to the fiber.

Event description:
It was reported that, during a photo vaporization of the prostate procedure, the fiber formed a small hole and was leaking saline. The procedure was completed with a different fiber. There were no patient complications.